Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with lap sponges.the customer states lap sponges left large strings of foreign body in patient. Foreign bodies left in patient body cavity adjacent to an implant in a compromised surgical field. The product was unrolled. It is unknown how the product was being used but it was being used on an open would during a surgical procedure. The product did fall in the patient and was removed by the surgeon.